Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that 2 years and 3 months post implant of this 23mm bioprosthetic aortic valve, the valve was explanted and replaced. The reason for intervention was reported as degeneration leading to a flail leaflet and eccentric aortic insufficiency. No additional adverse patient effects were reported.